Event description:
Additional information received reported that there was a 50% or greater symptom reduction regarding the event. It was confirmed that the patient¿s infection was present before implant, but it was unknown if this infection had resolved at the time of this report. It was undetermined if it was device related. Reprogramming was done and the patient was changed from program c2 to program c1. The patient was satisfied after the program change.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0tx5d, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was still experiencing some symptoms of urgency, constipation, and not being able to completely empty their bladder from their implantable neurostimulator (ins) therapy. It was noted however, that their symptoms were better for urgency, getting up at night, and how many times they go overall. Also, the patient also had recurring bladder infections prior to the implant of the ins but the most recent one began before implant and was present ¿right in the middle of the implant¿. The patient took antibiotics, starting the night before the implant, for 10 days. The manufacturer¿s representative had the patient increase the stimulation from 0.7 to 0.8 volts. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.